Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was not confirmed. A visual inspection was conducted and it was observed the flange is separated from the tube and the flange is broken, separating into two pieces, and the rigid core is broken as well. Besides, it was noticed too that the cannula proximal end is damaged on the engaging holes; which would have been detected immediately in the manufacturing process since that defect is extremely obvious. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit broke off from the flange during an emergent insertion. There was no reported patient outcome.

Event description:
According to the reporter, the patient coughed out his endotracheal tube slightly. Multiple oral endotracheal tube placements were attempted to re-insert but unsuccessfully due to the patient's difficult airway. Emergent cricothyroidotomy procedure was elected to performed. During procedure, the device experienced broken flange during insertion, but the clinician elected to keep the device in and suture to patient until safe to replace. Re-cannulation was performed but until 2 days later.

Manufacturer narrative:
Additional information: a2, a3, a4, b1, b2, b3, b5, d1, d4(model#, catalog#, UDI), d10, e1(facility name, street 1, phone#), g4, h1, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.